Manufacturer narrative:
Pain. This part is not approved for use in the united states; however a like device catalog # 55840019590, 510k # k113174, UDI#: (B)(4). Was cleared in the united states. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-operative diagnosis: stenosis procedure performed: spinal fusion of t12-l4 post-op, two screws of t12 were loosened due to the collapse, so they were replaced and the fixation range was extended to t9. The l4 left screw was to be used in that process, but the counter torque wrench did not fit in the screw head when the set screw was removed. The set screw was removed without using the counter torque and an attempt was made to use the head positioner to release the fixed state of the screw head, bu the head positioner did not fit into the screw head. As there was a risk of deformation, the l4 left screw was removed and replaced with another one. During removing set screw and screw, it didn't look like the implant was stuck and had been applied too much force. In addition, the end of the rod was fully extended to the caudal side from the l4 left screw, and the rod was not too short. When the removed screw was taken out of the sterile field and checked after washing, it was able to fit the rod, but the set screw did not fit. There were patient symptoms or complications reported as a result of this event like back pain.